Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Event description:
Procedure performed: tah. Event description: when the surgeon was getting ready to perform the first activation they noticed that no energy was delivered but the device/generator made all the right "noises" and the screen showed the ready message. The surgeon tried to activate the device 2 more times however the same thing occurred an no energy was delivered. There were no alarms or errors during the activations. The rep then unplugged and plugged the device back into the generator and unplugged and re-plugged in the generator. However at that time the surgeon had already switched to using a [competitor device] to complete the procedure. There was no patient injury and the case was completed without further issue. After the procedure, and applied medical representative turned the generator on, plugged in the test key, and received a "cooling in progress: alarm from the generator. Both products are available for return. Type of intervention: the case was completed with a competitor device. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of low energy output could not be replicated or confirmed. The event unit functioned as intended and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit or confirm that a product malfunction occurred.

Event description:
Procedure performed: tah. Event description: when the surgeon was getting ready to perform the first activation they noticed that no energy was delivered but the device/generator made all the right "noises" and the screen showed the ready message. The surgeon tried to activate the device 2 more times however the same thing occurred an no energy was delivered. There were no alarms or errors during the activations. The rep then unplugged and plugged the device back into the generator and unplugged and re-plugged in the generator. However at that time the surgeon had already switched to using a [competitor device] to complete the procedure. There was no patient injury and the case was completed without further issue. After the procedure, and applied medical representative turned the generator on, plugged in the test key, and received a cooling in progress: alarm from the generator. Both products are available for return. Additional information was received via email on 30aug2022 from applied medical account manager the tissue being cut was the omentum and the activation and end tone were normal. There was no evidence of energy being delivered. Type of intervention: the case was completed with a competitor device patient status: no patient injury.